Event description:
Other: poor bone stability. Placement site no: 3z. Patient code: 2646. Device code: 1863. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports: #mw5176448, #mw5176449, #mw5176450.